Event description:
It was reported that during a ptca procedure involving a calcified, 99% stenotic lesion located in the left anterior descending (lad) coronary artery, the quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. The mfg records for batch 8179499 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. There are no similar complaints of this nature related to this batch #.